Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 32 mmol/l with symptoms of frequent urination. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient woke up in the morning with the pump having no power. The pump powered on when a new battery was placed into it. Upon reviewing the pump history, the pump had alarmed the previous night with a replace battery alarm that was not answered for nine hours, causing the pump to lose power and stop delivering insulin. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of not responding to an alarm.